Event description:
The customer reported being in the hospital due to low blood glucose of 40mg/dl. Troubleshooting was performed. The customer stated that she did not have enough to eat. The programming and settings were correct. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The device was not exposed to an MRI. The caller stated that his glucose level has been fluctuating. Advised to contact her doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.